Manufacturer narrative:
(B)(4). Device has not been returned to manufacturer.

Event description:
It was reported that abutment screw fractured inside the implant. It could not be removed. Doctor removed the implant.

Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed large signs of wear and tissue attachment about the threads. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged malfunction is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium screws, it is recommended to torque at 20ncm. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.